Manufacturer narrative:
Sections with additional information as of 02-aug-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.

Event description:
Consumer reported complaint for hi blood glucose test results. Wife is calling on behalf of the customer. The customer had obtained result of hi using the true metrix air meter and inquired about the meaning of hi. Wife stated that customer does have issues with high blood glucose and that the doctor is aware. The customer¿s expected blood glucose test result range was not disclosed. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 05/31/2024; product storage and open vial date were not disclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 26-jun-2023 to ensure that the initial concern was resolved - able to establish contact with customer who stated they are comfortable with the glucose readings from the product. Customer stated that they would contact manufacturer if further assistance is needed.